Manufacturer narrative:
It was reported that patient fell on their knee and is now experiencing pain. During arthroscopy a crack on the surface of the poly was found. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient fell on their knee and is now experiencing pain. During arthroscopy a crack on the surface of the poly was found. Revision surgery is planned to exchange the poly insert.